Manufacturer narrative:
(B)(4). The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available it is probable that the device was damaged during the clinical procedure and device performance was limited due to procedural factors during use; therefore, a cause of operational context has been assigned to the reported event.

Event description:
It was reported that during the procedure the balloon (subject device) did not inflate due to a hole in the balloon. There were no effects to the patient and no further information is available.

Manufacturer narrative:
The subject device is not available for evaluation.

Event description:
It was reported that during the procedure the balloon (subject device) did not inflate due to a hole in the balloon. There were no effects to the patient and no further information is available.